Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) eroded at the insertion site and the patient experienced an infection. The icm was explanted and is no longer in use. No further patient complications have been reported as a result of this event.